Event description:
It was reported that the console is defective. It displays a full canister alarm when the canister is not full. The treatment was continued with another console. No patient harm reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection found no defects. The functional evaluation found no fault with the device alarm system, it performed within expected parameters. We have not been able to establish a relationship between the reported event and the device. During the service evaluation, it was found that the device could not charge due to a dc inlet port failure. A review of manufacturing records for the reported serial number found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. The IFU offers further guidance. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.